Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record could not be reviewed, as no product identifiers were provided by the account. No root cause could be identified by the investigation. Not enough information was provided to properly conduct an investigation. (B)(4).

Event description:
A nurse reported that the viscoelastic did not maintain the anterior chamber during surgery. The iris prolapsed through the incision. The procedure was completed with no further harm to the patient. Additional information has been requested.